Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a leak was observed upon inflating the balloon prior to indwelling to the patient. There was no patient use. The issue was discovered during preparation.

Manufacturer narrative:
The lot number was provided, and the device history record was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The sample received was physically inspected. The balloon was inflated with 10ml as per requirement and a balloon leak was confirmed. A pinhole was found at the balloon edge area. The root cause identified was due to bubbles being trapped in the latex, causing the area to not be covered with latex throughout the dipping process. A nonconformance was opened to address the issue of bubbles being trapped in the latex. The reported lot number was manufactured prior to the implementation of the nonconformance; therefore, no further action is required. This complaint will be used for qa tracking and trending purposes.